Event description:
Caller alleged discrepant inratio2 results. Results as follows: date: (B)(6) 2014; lab: 5.2; inratio: 2.9 (2 hours later). Date: (B)(6) 2014; inratio 3.1. Date: (B)(6) 2014; inratio 2.0. Customer called back on (B)(6) 2014 to report the following result using lot number 332829: date: (B)(6) 2014; lab: 1.5; inratio: 1.3. Time between tests: 40 minutes. Therapeutic range: 2.5-3.0. Patient self tester reports that he has eaten leafy greens with his meals after the inr value from the lab was high. Customer is pleased with the new correlation results from (B)(6) 2014.

Manufacturer narrative:
The customer did not provide reference value for comparison testing for the inratio inr results provided on (B)(6) 2014 or (B)(6) 2014. Unable to determine the accuracy of the inratio result without this information. It is indicated that product is not returning for evaluation. Therefore, investigation of the complaint to determine root cause cannot be completed. Since the product associated with the complaint was not returned, a review of retain testing was performed. Retain strip testing results met both accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed. Root cause could not be determined from the information provided by the customer. The manufacturing records for the lot were reviewed. The non-conformance associated with this lot was not relevant to the initial complaint and does not affect product performance. Based on the information available, there is no indication of a product deficiency. Corrective action is not required at this time.